Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in storage of several ventricular tachycardia (vt) episodes. Additionally, low out of range pacing impedance measurements less than 200 ohms was observed. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and also noted low out of range pacing impedance measurements less than 200 ohms. The lead was surgically abandoned and replaced and the device was electively explanted and replaced during the procedure. No additional adverse patient effects were reported.